Event description:
It was reported that a dirt was found after opening the package.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per investigation the event is not reportable since the foreign material found outside the syringe. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a dirt was found after opening the package.